Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Return of the xience v stent delivery system (sds) and indeflator used during the procedure may have aided in the investigation and determination of cause for the reported difficulties. It is possible that the mildly tortuous and calcified lesion contributed to the reported difficulties as the stent would not be able to fully appose to the vessel wall, which in turn would cause an interaction between the stent and balloon, contributing to the difficulties inflating and deflating the balloon as the balloon may have been damaged and possibly ruptured; however this could not be confirmed. Difficulty inflating/deflating the sds can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, contrast concentration, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for inflation/deflation issues, balloon ruptures, or difficult to deploy for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the mid right coronary artery, after pre-dilatation, the xience v stent was deployed at the target lesion. After the second inflation of the balloon, deflation of the balloon was slow. When an attempt was made to inflate the balloon a third time for post dilatation, the balloon did not inflate. Post dilatation was completed using another non-abbott balloon. The physician stated that the slow deflation may have been caused by the balloon becoming caught with the stent struts. There was no difficulty reported removing the balloon from the stent implant. There was no reported significant clinical delay in the procedure and no adverse patient effect. No additional information was provided.